Event description:
It was reported that one day post rx acculink stenting procedure in the left internal carotid artery, the patient experienced hypotension which was treated with a dopamine infusion. There were no neurological changed noted from baseline. The patient progressed to cardiac arrest, cardio pulmonary resusitation performed, placed on a ventilator and subsequently died one day post procedure after family made desision to do not resuscitate. The physician reports that patient was stable post procedure and that the hypotension and death are related to the patient's pre-existing severe, aortic stenosis. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects cardiac arrest, death, hypotension and respiratory failure are known observed and potential adverse events as listed in the instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.